Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/03/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle. Two empty labeled winding former, two needle-suture combination in two section and ten unopened samples were returned for evaluation. During the visual inspection of two opened sample, the swage and attachment area of needles were as expected, and a suture piece still was attached to barrel of needles. In addition, the ends of the sutures were cut appears to be by use of the surgical instrument and no needle pull off was noted. A functional test was performed and the pull force were above the minimum requirements. The other section of the suture pieces was examined along of strands and no defects were found. In the visual inspection of the ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no pull off suture needle was found and the tested samples meet the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown procedure on (B)(6) 2018, and suture was used. The needle detached from the suture. No patient consequences.